Event description:
During a review of the pt's medical records provided by legal, the company was informed that following the bilateral reimplant surgeries, the pt was dizzy and was taking dramamine every three to four hours. The pt was also prescribed darvocet-n-100 #20.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed on june 2, 2007 that the pt's dizziness has resolved, and the pt was back to work. The pt's dizziness remain implanted. This is the final report.